Event description:
It was reported that during cssd processing that the device was flaking metal filings. There was no associated procedure or patient involvement.

Manufacturer narrative:
Device not available for return.

Event description:
It was reported that during cssd processing that the device was flaking metal filings. There was no associated procedure or patient involvement.